Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm that the bg meter was not working, to determine any root cause, or to determine whether it contributed to the reported hyperglycemia or hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported that the pdm blood glucose meter is no longer working. His bg reached 36.0 mmol/l (648 mg/dl) and ketones were less than 5. He then decided to go to the hospital and upon arrival he was treated with an infusion of novorapid and nacl. He stayed at the hospital for 3 days before being released.